Manufacturer narrative:
The battery passed testing. However, the archive file indicated that it was not properly maintained, it only had 2 test cycles during the period from on (B)(6) 2011 and (B)(6) 2012 (6 1/2 months). Archive file also contained maintenance data for two other batteries ((B)(4)), which were not returned for evaluation, and were not maintained properly. The battery identified with serial# (B)(4) was not test cycled during the period from on (B)(6) 2011 to (B)(6) 2012 (4 months). Battery identified with serial# (B)(4) was not test cycled during the period from on (B)(6) 2011 to (B)(6) 2012 (2 months). Battery management program literature indicates that the battery should be test cycled on a monthly basis. Based on the battery maintenance data, the most likely cause for the unit stopping compression is the use of batteries that are weak due to improper battery management. No information about patient condition was provided.

Event description:
It was reported that unit stopped during compression on patient. Customer indicated that all their batteries have recently been replaced and the battery charger was recently repaired. Customer also stated that they have discontinued using the systems and would like to know why the systems are failing every time they are used. This report pertains to the battery identified with serial# (B)(4), which was returned with the autopulse resuscitation system discussed in report# 3003793491-2012-00237.